Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 23 mmol/l (424 mg/dl) while wearing the pod between 36 and 48 hours. When removed from the infusion site (leg), the pod's cannula was found to be bent. Symptoms reported include hyperglycemia, vomiting, fatigue and a high heart rate. The patient was at work when the paramedics were called who then transported her to hospital. Treatment included water, insulin and potassium. The patient was released after 1 day. The pod was removed and kept by the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.